Event description:
I open the sealed foil covering of my johnson and johnson acuvue oasys with hydraclear plus contact lens package and found a hard jagged piece of transparent plastic in the fluid with the lens. It was a trapezoidal shape approximately 1x3x6mm. It seems like it could be part of the packaging material from an adjacent package during production. I was not hurt, but could have been, as the small clear piece was difficult to see. I could have easily put it in my eye with my new contact lens. The lot number of the package is b00ld6w with expiry of 04/01/2021. This isn't the first time I've found debris in this batch of contacts, but this was the most egregious issue. Absolutely unacceptable from a quality control perspective.